Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient mentioned their spinal cord stimulator was removed because the spinal cord stimulator was causing discomfort and did not feel like it was helping the patient. Event date was late 2007 or early 2008. Now, the patient needed an MRI of their prostate. Tss reviewed MRI guidelines. Prs emailed to update pt record.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead; lot/serial# unknown; implanted: (B)(6) 2007; product type: lead. Product ID: 37742; lot/serial# (B)(6); implanted: (B)(6) 2007; product type: programmer. Patient section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead; serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.